Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, white foreign objects in the air/water tube and air tube was identified during the device evaluation. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the use of products that contain silicone led to the white foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope did not produce an image. The issue was found during pre-use inspection and there were no reports of patient involvement.